Event description:
The facility's biomed reported the pump was sent to them from patient use with a note stating "running but not infusing". The facility had no report of any patient injury or medical intervention resulting from this situation. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, no further information was available. Alternate contact information was requested but no alternate contact was identified.